Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the lead thresholds had been high due to the patient's heart disease and had increased to 5.0 volts. The lead was replaced. No patient complications were reported as a result of this event.